Event description:
Felt exhausted [fatigue]. Gave a double dose of her morning injection [incorrect dose administered]. High levels [blood glucose increased]. Did not feel very well [malaise]. Case description: this incident does not represent a serious public health threat. Classification of the incident: all other reportable incidents. This spontaneous report was received from (B)(6) and reported by a consumer as "gave a double dose of her morning injection", "high levels", "did not feel very well" and felt exhausted." It concerns a female, pt, treated with protaphane hm penfill (long acting insulin human) for about 5 years (drug use ongoing) and novopen 4 (insulin delivery device) (drug first dose unk, drug use ongoing) for type 2 diabetes. Pt's height" not reported. Medical history includes type 2 diabetes mellitus from 10 years. On (B)(6) 2011, when the pt woke up at 7.15 am, she had high levels, so she took her morning injection of protaphane, 17 units. The pt had breakfast, however, did not feel very well, felt exhausted and went back to bed. The pt got up again at 10.15 am and gave herself her morning injection of protaphane again, 17 units. The pt then realised that she had taken her morning insulin injection twice, so she called an ambulance. The pt was taken to the medical centre, as she did not want to be bought to the hospital. The medical centre took the pt's blood sugar levels, blood pressure and gave her food. The medical centre advised the customer to monitor her blood sugar levels all day and to have someone with her at all times. They advised, that if her levels drop, to go directly to the hospital. Stop date of the event is reported as (B)(6) 2011, however, outcome is reported as "not reported." Further info is pending.